Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was not reported. Treatment rendered for the event was not reported. It was not reported if the patient was hospitalized for the peritonitis. At the time of this report, the patient had not yet recovered. Extraneal and physioneal therapies were ongoing. No additional information is available.